Event description:
Boston scientific recently received information that 5 months ago this right ventricular lead tripped the lead safety switch due to low impedance levels less than 100 ohms in the bipolar configuration. In unipolar, the pacing impedance rose to within range levels around 500 ohms, however recently has become gradually lower to 230 ohms. Noise was also noted on the lead at the time of the original lead safety switch as well as intermittently on other occasions. As the threshold levels on the lead are still adequate, the physician has elected to monitor the lead with no further actions taken at this time. No adverse patient effects were reported.

Manufacturer narrative:
The lead was modified electrically and remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this right ventricular lead has displayed ongoing low impedance levels less than 200 ohms since the original allegation. A procedure was performed, and as the device was near replacement time decided to replace the entire pacing system. The physician elected to turn down all the outputs on the chronic left sided implant, including on this lead, and implanted a new pacing system on the right side of the body. The physician was aware that this is an off label scenario. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.